Manufacturer narrative:
The insulin pump was received with intermittent esc and act button response due to corroded keypad traces. No button error alarm during testing. The insulin pump was received with normal operating currents. The insulin pump was monitored and no unexpected battery out limit alarms occurred during testing. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on lcd window, scratched reservoir tube window, and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report a button error alarm and an unresponsive keypad. The customer could not recall any significant events leading to the issue. The customer's blood glucose level was 178 mg/dl. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.